Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and performed testing. Fse removed the incubator cover and removed the test cup that was stuck inside, performed adjustments to the picking assay including the claws, and z-axis which caused the test cup to drop inside the incubator. Fse repaired and validated the analyzer by successfully performing daily check, cup transfer test, and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2023 through aware date 07aug2024. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4271) incubator home detect error cause: the home sensor (B)(6) failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check (B)(6) and pm120 for a possible malfunction. (2161) c. Transfer cup pickup failure cause: the cup sensor (B)(6) failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check (B)(6) , the cup pickup position, and the cup pickup operation. The most probable cause of the reported event was due to the test cup picking assembly being misaligned.

Event description:
A customer reported ¿2161 c.transfer cup pickup failure and 4271 incubator home detect¿ error messages for the aia-900 analyzer. The customer emptied the waste bin and test cups subroutine will not complete, but the errors remained, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin) and prog iii (progesterone). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.